Event description:
As reported by the user facility: brief inquiry description: patient was receiving chemo and the tubing broke at the distal junction of the us1921 no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) pictures were provided for evaluation. Based on the evaluation results, the tubing appears to be detached at the distal junction. The samples failed visual evaluation for the defect reported. Incidents of this natures are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A historical review of the customer complaint database dating back one year revealed other complaints of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.